Event description:
Additional information received indicated that the lead was capped and replaced during a normal device change out.

Event description:
It was reported that externalized conductors were observed during unrelated operation. The patient was asymptomatic. The lead was tested and no anomalies were detected. The lead remains implanted and the patient will continue to be monitored.

Manufacturer narrative:
(B)(4).